Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the timing was disrupted. One fully applied 5r single unit loading unit (sulu) was received preloaded on the device. Scratches were noted on the inner tube of the sulu. A functional evaluation found that the articulation knob functioned properly. The returned sulu was unloaded from the returned device. The handle was actuated and the cycled properly with no sulu attached. A test sulu was unable to be loaded onto the instrument due to disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a laparoscopic inguinal hernia procedure, there were difficulties with loading the reload onto the handle, difficulty in pressing the "push to reload" button, and difficulty with navigating the lock and unlock button. After the loading issues were experienced, the reload was not used by the patient. There was no patient involvement.